Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a emergency laparoscopic appendectomy procedure. The white reload was in the device and was being fired across the base of the appendix. The resident closed down the stapler and the scrub tech stated that he rotated the device to inspect the anterior and posterior sides of the jaw. When firing a quarter of the staples came out into the tissue but the knife blade would not advance, was locked out. Was afraid the knife had cut and so another device was opened to complete the staple line. The first device was opened and the knife had not cut and the staples were malformed. The device was not stuck on the tissue. The second device was used to create the staple line. There was no adverse consequence to the patient. (B)(6).